Event description:
The alarm speaker on the device failed. The site had been notified by the manufacturer of this possibility, but in their letter they stated that their anticipated rate of failure would be "less than two tenths of one percent of the installed instrument base" the site have experienced three failures out of the 140 devices that they own. This is a significantly higher rate than expressed by the manufacturer. They feel that a failure rate of this magnitude should fall into the category of a mandatory recall. Loss of alarms is too critical to facility's patients.follow up reveals:the alarm on this model can be silenced, but it can not be turned off. When it is silenced, it automatically comes back on. This facility is continuing to have failures of this nature even after the initial reporting and the reporter has been made aware of additional incidences on the biomedical talk line.